Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, probable cause has been determined to be as a result of a faulty transmitter or receiver or the float switch in the footswitch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device could not be paired with the laser system during receiving inspection. Troubleshooting, including changing the batteries, was performed with the same result. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the footswitch could not be paired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.